Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was opened during a laparoscopic choledocholithotomy, the yellow tab was removed, and the handle was squeezed, but the clip was not loaded and the device was unable to be used. The issue occurred on two units of clip appliers. Another device was used to complete the case. The event occurred during the procedure but the product was not used for patient.